Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose due to insulin flow block. It was reported that insulin pump was exposed to x-ray. The customer¿s blood glucose level was above 400 mg/dl due to steroid injections and declined troubleshooting for high blood glucose. Customer reported that she has been getting insulin flow block whenever trying to bolus. Customer reported using the serter device according to IFU instructions. Customer reported that the tubing is bent or kinked. Customer reported of trying all remedies. Customer reported that the insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarms noted or motor anomalies noted during testing. Motor was tested outside the device and passed. Unit received with minor scratched lcd window and cracked retainer.